Event description:
The customer further reported that the result of the second culture test was negative and the device was no longer contaminated. The test results were not provided.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer and correction to coding (type of investigation). Please see update to b5 and h6.

Manufacturer narrative:
Correction to d8, d8 was inadvertently not marked on the initial report. Correction to h6, the subject device was returned and evaluated. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: distal end cover - split/cracked. Bending section rubber adhesive - damaged. Curved section - deformed. Insertion tube - has folds. Water inlet connector - deformed. Angulations - out of specification. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ll duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The customer refused to provide a copy of the microbiological test results. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The customer also stated that when they passed the brush through the beginning of the insertion tube, they noticed that there was restrictions in brush passage which could be the reason for the contamination. The customer reprocessed the scope and is waiting for the second culture results. If the second test result is positive, the device will be returned to olympus for repair. Related patient identifier : (B)(6) (device: evis exera duodenovideoscope, model: tjf-160vr, serial no. (B)(6)).

Manufacturer narrative:
The olympus territory manager informed the customer that in case of microbial contamination, the subject device should be returned to olympus immediately instead of waiting for results, since this impedance may mean an obstruction of the channel or damage to it. Additionally, the customer was informed not use the endoscope. The customer provided response to questions related to the contaminated scope. There was no suspected patient infection. There have been no deviations or deficiencies or concerns in reprocessing. Precleaning was performed immediately after patient procedure. Water was aspirated through the instrument/ suction channel with a suction pump. The forceps elevator was moved to raise and lower 3 times in water during aspiration. The air/water channel was flushed with water and air by using air/water channel cleaning adapter. Pre-soaking was performed. The device passed the leak test. The detergent used for manual cleaning was soluscope. The brushed points were instrument/suction channel, suction cylinder, instrument channel port and forceps elevator. The forceps elevator was raised and lowered three times when submerged in the detergent solution. Forceps elevator was flushed. The distal end was brushed with the channel-opening brush and single use soft brush. The endoscope reprocessor used was soluscope. There were no defects in the reprocessor. The detergent and disinfectant used was soluscope. All channels were connected with tubes when the endoscope was setting up into the reprocessor. The scope was dried by blowing compressed air and was stored in an olympus drying cabinet. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.